Event description:
Consumer reported while injecting his insulin the pen stopped. He changed the pen needle and then was able to complete his dose. Caller does not complete a flow check. Advised caller to always use a new needle and to complete a flow check before all injections. Dc lot # unknown lot # discarded the box . Catalog# 320550. Date of event aug 06, 2024. Sample status discard.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.